Event description:
Related manufacturer reference number: 2017865-2022-41474. It was reported that the patient presented in clinic for follow up. Upon review it was noted that the implantable cardioverter defibrillator exhibited far r-wave oversensing and the atrial lead was oversensing noise. The device and lead were explanted and replaced. The patient was in stable condition post-procedure.